Event description:
The reporter stated the surgeon used a micl 13.2mm implantable collamer lens. The lens turned as it was being inserted into the eye. The lens was inserted upside down. The surgeon decided to remove the lens and enlarge the incision to remove the lens. The lens tore partially as the surgeon removed the lens. Another same model and size lens was implanted. No suture was used. Reporter stated cause of this incident was due to surgeon's technique. No product malfunction.

Manufacturer narrative:
(B)(4) - lens flipped and inserted upside down). Evaluation: results: visual inspection of the returned product found a piece of plate haptic torn off and missing. Lens was returned dry. There was evidence of reddish residue on lens surface. Based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to surgeon's technique. (B)(4).